Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose level was 195 mg/dl. A system check was performed and pump was working as intended. Reportedly, the customer changed the pump supply resolving the issue and resumed insulin delivery.